Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, field data review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return and no patient samples were available for return. An internal panel was tested with retained kits of the reagent lot associated with the elevated results and a tray lot that used the same matrix as the complaint tray lot. Accuracy testing met all specifications. An external panel (zeptometrix seroconversion panel hcv 9045 and hcv 9047) was tested with retained kits of the reagent lot associated with the elevated results and a tray lot that used the same matrix as the complaint tray lot. Tests detected the same bleeds as reactive with comparable s/co values and testing met all specifications. The initial and repeat reactive rate of the reagent lot associated with the elevated results was reviewed. A reactive rate review of available field data for prism hcv reagent lot 78498li00 identified a total of (B)(4) samples were tested. The initial reactive rate and repeat reactive rate for this lot was lower than the package insert specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
Additional information was provided by the customer for the following specimens. The customer believes the specimens to be hcv nonreactive. (B)(4) confirmatory innolia hcv test negative (B)(4) confirmatory innolia hcv test negative. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the prism analyzer. The following data was provided for multiple donors. Multiple repeat reactive results were obtained using prism tray lot 76016m500, however specific results per sid were not provided. Data provided used prism tray lot 70044m500. (B)(6). No impact to patient or donor management was reported.